Event description:
It was reported that two hospital employees were injured when one of them entered the MRI room holding a ferrous oxygen cylinder, which activated the device's magnetic field, and the cylinder was drawn toward the magnet.

Event description:
It was reported that two hospital employees were injured when one of them entered the MRI room holding a ferrous oxygen cylinder, which activated the device's magnetic field, and the cylinder was drawn toward the magnet.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.